Manufacturer narrative:
Batch review performed on 06 may 2024. Lot 172824: (B)(4) items manufactured and released on 25-july-2017. Expiration date: 2022-07-03. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient had a knee infection and the pathogen is unknown. At about 4 years and 4 months post-primary the surgeon performed a washout and revised the liner. The surgery was completed successfully.